Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2018. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7003965.

Event description:
It was reported that the patient underwent a device explant procedure due to unknown reason. The explanted ipg and paddle lead were not returned. No further information has been obtained despite good faith efforts.